Manufacturer narrative:
Additional information received: "according to the physician, regarding bleeding at the puncture site of the ventricular catheter, it may be that the way the ventricular puncture needle was inserted was not good."

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The certas valve (828826) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; needle hole was noted in the needle chamber. The valve was hydrated. The catheters were irrigated, no occlusions noted. The valve was leak tested only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828826) was implanted via ventricular peritoneal shunt on (B)(6) 2023 with setting 5. It was confirmed that there was bleeding at the ventricular catheter puncture site after surgery. On (B)(6) 2023, the patient presented with gait disturbance, and a shunt imaging was performed and obstruction near the ventricular catheter was confirmed. Ventricular enlargement was also observed, therefore the set pressure was changed from setting 5 to setting 4. On (B)(6) 2023, the patient still presented with gait disturbance, and obstruction was suspected. The valve was removed and replaced on (B)(6) 2023. The patient recovered.